Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed a bruising under the device. The patient also reported bleeding. It is unknown if the device caused or contributed to the reported bleeding. The patient was reported to be on blood thinners. The patient had a history of bleeding. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient's bruise had improved. The patient's bleeding condition is unknown.